Manufacturer narrative:
Additional information was received indicating measurements were accurate and the unit alarmed due to the faulty lead set triggering the asystole alarm. As per the definition of non-reportable, the inability to analyze the ECG and provide numerics is associated with technical inop alarms "cannot analyze" and "?" To alert the user to the issue. Analysis was performed by philips field service engineer (fse) onsite which included a visual inspection of the unit. The fse checked the device and found that faulty leads were causing the asystole alarm. The fse replaced the leads and cleaned all connections on the device. The unit was tested and it was returned to working specification. Multiple attempts were made to find out if the leads were a philips accessory; however, this information could not be obtained. It was confirmed the measurements were accurate. Based on the information available in the case, the cause of the reported problem was confirmed to be the faulty leads. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: analysis was performed by philips field service engineer (fse) onsite which included a visual inspection of the unit. The fse checked the device and found that faulty leads were causing the asystole alarm. The fse replaced the leads and cleaned all connections on the device. The unit was tested and it was returned to working specification. Multiple attempts were made to find out if the leads were a philips accessory; however, this information could not be obtained. Based on the information available in the case, the cause of the reported problem was confirmed to be the faulty leads. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the ECG keeps showing asystole but it's not correct. The customer changed the device, and it was not showing on the other one. Loc: pod e, room 6.812 a. The device was in use on a patient at the time of the event, there was no adverse event reported.